Event description:
It was reported that a patient with an implantable pulse generator (ipg) with a known triggered elective replacement indicator (eri) was seen at the hospital and was unable to interrogate the device. The company representative was not sure if she could see a magnet response from the device, and was instructed to change programmers or place a folded washcloth over the device and programmer head. One week later the patient received a new implantable pulse generator (ipg) due to normal battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: model: 4068 implantable pacing lead; implant: (B)(6) 2001. (B)(4).